Event description:
A recall for this issue was initiated on (B)(6) 2015. The hygienist was lowering the panoramic machine to take an x-ray. While lowering, the machine made a loud noise, dropped down and struck the patient on the head. The patient was taken to the ER by her mother.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).